Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked during compounding. No adverse effects were reported.

Event description:
Leaking cassette during compounding device analysis.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop part number p/n 21-7308-24 and lot 37882015 arrived in original packaging decontaminated. Visual inspection under (B)(4). Section 3.0 did not reveal and discrepancies. Leaking cassette during compounding. (B)(4) was not validated. The engineering process was reviewed and in theory quality sample 15 units at an interval of two (2) hours 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. Complaint has been verified.